Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited intermittent undersensing. The undersensing could not be reproduced in-clinic. The device was reprogrammed.